Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the account: there was no blood loss over 500cc. The procedure was not extended over 30 minutes due to the issue.

Event description:
Procedure: hernia. According to the reporter: patient ia a f with a history of morbid obesity, with severe reflux, hiatal hernia, s/p open vertical banded gastroplasty who had a diagnostic laparoscopic lysis of adhesions greater then 2 hours, take down of vertical banded gastroplasty with removal of mesh band, hiatal hernia repair and conversion to laparoscopic roux-en-y gastric bypass, subtotal gastrectomy on 2014. At some point during the case a piece of visiport trocar broke off but it is clear plastic and operating room staff were unsure if it was left in the abdomen or was somewhere in the drapes. A total of 30 minutes was spent trying to locate the piece within the pt. That had broken off but it could not be found and the piece is not radiopaque. The pt. Had no ill effects from this event and was discharged to home under self care on 2014. The surgeon noted this was the first time a trocar had broken off during a cse in 12 years of using them. Did any additional blood loss resulting from this product problem require a blood transfusion? You state that the procedure was extended by 30 minutes to search for the missing piece: a) was any adverse event reported as a result of any delay in surgery? (I.e. An extension of the hospital stay, infection, etc.?) It is stated in the report that the device was returned in december 2014. We have no record of this report in our system. Can you please confirm if the device is still available?